Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda, clip migration, and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat fuctional mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was challenging as the probe lost contact several times from the esophagus, resulting in artifacts. The first clip was inserted and deployed on the mitral valve. After deployment, the clip tilted and moved but remained stable on both leaflets. A second clip was advanced and deployed, however, after a few minutes the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was then decided to place a third clip, as after the second clip was placed, there was a medial jet that had appeared. After grasping with the third clip, the first clip placed detached from one leaflet. Mr was reduced to a grade of 2. There was no clinically significant delay in the procedure.